Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A nurse reported via phone call that the insulin pump would not power on. Blood glucose level at the time of the incident was not provided. The caller reported that the customer recently had surgery and was in rehabilitation. The insulin pump was not replaced or returned for analysis.